Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was present due to a cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-ea, 4k autoclavable camera head to olympus for repair due to a report of "noise on the image (subject can be recognized)." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was noted that no image was present. This report is submitted due to the finding that no image was present, identified during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable unit malfunction could not be identified. Damage to the camera cable can be prevented, by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually, when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force, when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.